Event description:
It was reported that during a procedure that the blade broke. It was further reported that no pieces remained in the pt and that another blade was used to complete the procedure.

Manufacturer narrative:
Device not returned for eval.